Manufacturer narrative:
Device passed the displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alerts was not loud and not the same very low. The customer¿s blood glucose level was unknown. The device will be return for analysis.